Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 using cooladvantageplus core applicator and to the lower abdomen on (B)(6) 2018 using cooladvantageplus coolcurve plus applicator who developed paradoxical hyperplasia (pah/ph) two months after treatment. Pah was diagnosed in the abdomen on (B)(6) 2018 and tissue presented as firm and slightly tender. Allergan medical safety confirmed pah in upper abdomen but did not confirm pah in the lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2018 using cooladvantageplus core applicator and to the lower abdomen on (B)(6) 2018 using cooladvantageplus coolcurve plus applicator who developed paradoxical hyperplasia (pah/ph) two months after treatment. Pah was diagnosed in the abdomen on (B)(6) 2018 and tissue presented as firm and slightly tender. Allergan medical safety confirmed pah in upper abdomen but did not confirm pah in the lower abdomen.